Manufacturer narrative:
Citation: marino m et al. The evolution of echocardiographic type and anesthetic technique for transcatheter aortic valve replacement at a high-volume transcatheter aortic valve replacement center. J cardiothorac vasc anesth. 2019 jan;33(1):29-35. Doi: 10.1053/j.j vca.2018.06.022. Epub 2018 jun 30. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the progression of the transcatheter aortic valve replacement (tavr) procedure by examining the utilization of transesophageal echocardiography versus transthoracic echocardiography and general anesthesia versus conscious sedation over a three-year period. All data were collected from a single center between march 2014 and august 2017. The study population included 307 patients (predominantly male; mean age 82 years; mean weight 80 kg), an unspecified number of which were implanted with either a medtronic corevalve bioprosthetic valve, a medtronic evolut r bioprosthetic valve, or a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, 15 deaths occurred within 30 days of the tavr procedure. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: femoral artery injury requiring open repair, cardiac tamponade, and hemodynamic collapse after balloon aortic valvuloplasty. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.